Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The consumer refused to release the name of the implanting surgeon. (B) (4). (B) (4). (B) (4).

Event description:
Following bilateral intraocular lens (iol) implant surgeries, a consumer reported blurry vision at distance, halos and states she can see movement on the edge of the lens from her peripheral vision. She states, she feels unsafe driving at night. She sought a second opinion, and the surgeon recommended she have a yag pc to improve her vision. The consumer feels she was mislead by the implanting surgeon about the visual effects of the lens. The consumer refused to release the name of the implanting surgeon. This report is for the right eye. The report for the left eye was previously filed under medical device report# 1119421-2009-01092.